Manufacturer narrative:
H4: the lot was manufactured between april 4, 2022-april 5, 2022. H10: the device was received for evaluation. Visual inspection was performed fluid was observed inside a sealed bag that contained the unit which suggested a leak occurred. Further inspection revealed the cause of leak inside the sealed bag was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of the broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing.the reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the green pouch; the bag (bladder) inside was fully deflated. This was identified after the product was delivered at the hospital, however, before patient use. The device was filled with vancomycin (mylan) 2200mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.